Event description:
It was reported that the customer had blood glucose levels of 22mg/dl and 38mg/dl. The customer also stated that they had a seizure. The customer also stated that their doctor was unable to download the insulin pump. Troubleshooting occured. The customer requested that their insulin pump be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.